Event description:
The patient received results such as 99, 144, 158, and 99 mg/dl on the subject meter, performed within 10 minutes of each other. The patient did not receive any medical attention or treatment. It was verified that the meter was set in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, it was discovered that the patient was not cleaning the puncture area correctly. The reporter was educated regarding the control solution testing. The repoter was unable to complete a control solution test because the pt "might have gotten solution in the test strip port." The meter was now displaying an error 2 message when the test strip was inserted. This complaint is reported because the error 2 message could be caused by a used test strip, or a temporary or electronic problem. A replacement meter, control solution, and test strips were sent to the lay user/patient.